Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, it was observed that the tibial cut was off by 2mm when checked with pointer. The reporter stated that the final outcome cuts were correct. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Device manufacture date is unknown. Concomitant medical devices and therapy dates, base station device, february 22, 2022. The actual device was evaluated. During investigation, it was observed that there were no defects with the system or software. A log file analysis was performed. The analysis of the log files identified that the distances from the pointer to the planned cut that was displayed on the 'check resection screen' for the tibia cut ranged from 0mm to 2mm for the various cut planes. It was observed that the 2mm discrepancy was only seen on the borders of the cut and the rest of the cut was accurate to plan. The 2mm discrepancy on the borders of the cut could potentially be due to the harder cortical bone on outside of the tibia. The surgeon's distances from the pointer to the planned cut that was displayed on the 'check resection screen' of 2mm resulted in the supposition that the tibia cut was off by 2mm. The investigation found the verification of the cuts showed that all resections were within acceptable parameters which was verified by the final outcomes of the case being correct. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user.